Event description:
It was reported the patient experienced bradycardia during diagnostic testing of the vns system. The patient's neurologist was informed. The patient had a full revision the day prior to the bradycardia. The impedance values were reported to be within acceptable limits. It was also reported the physician believes the bradycardia is related to vns therapy in addition to general anesthesia and the patient's age. It was also noted by the physician that the patient had a low resting heart rate of 50-60 beats per minute. It was noted by the physician the patient did not previously have a history of bradycardia, but cardiac testing has been ordered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lot#; corrected data: this information was not provided on the initial report.